Event description:
A caller reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to perform a pump reset and wait 20 minutes before starting a sensor session after the pump came out of storage mode. The caller followed the instructions, successfully completed the pump reset, and did not encounter the error again when starting their sensor session.